Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of catheter defective / damaged was not confirmed upon inspection of the photos. However, a defect of foreign matter was observed in the photos. Analysis of the sample showed that an unknown substance was observed in the holes and tip of the catheter. Bd determined the defect could be attributed to the prolonged period the catheter was in place without use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by customer that the 20g diffusics clotting off at the side holes and catheter tip 20g diffusics clotting off at the side holes and catheter tip.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.